Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the entire bag of heparin 25,000 units at a rate of 15cc/hr. Started at 5pm infused over 11/2 hr. The event occurred in the ccu. No patient harm reported.

Manufacturer narrative:
The customer¿s report of the bag emptying sooner than expected was not confirmed. Review of the pcu event log showed that at 5:11 pm on (B)(6) 2016 the user programmed an infusion for heparin 25,000unit/250ml, dose 1500unit/h (rate 15ml/hr) and vtbi 220ml. The infusion continued for 48 minutes, and an air in line (ail) alarm occurred at 6:00 pm. The infusion was restarted at 6:07 pm and the system was powered down a minute later. Approximately 12.05 ml was recorded as having infused. At 6:12 pm the pcu and pump module were powered back on; many invalid keystrokes were made, programming was repeatedly canceled, and entered values were cleared and changed. At 6:17 pm another infusion of heparin 25,000unit/250ml was programmed; however, this infusion was programmed for a dose of 2500unit/h with a calculated rate of 25ml/hr. A vtbi of 250ml was selected. If this was the same heparin bag as the first infusion, then only approximately 238ml of the 250ml bag would be remaining, not the 250ml vtbi that was programmed. It cannot be determined whether a new bag was hung at this time and whether 1 or 2 medication bags were involved in this event. Rate accuracy testing verified that the pump module was infusing within specification. External and internal inspections revealed no factors which could have led to the pump module over-infusing. The root cause of the medication container emptying sooner than expected was not determined. The administration set was not received for analysis.